Event description:
Patient was ordered to have soft wrist restraints applied due to agitation, combativeness, and attempts to remove peripheral IV. Restraints placed and securement checked by rn. Pct entered room minutes later to find left wrist restraint no longer intact, the wrist portion was detached from the piece that secures to the bed. New soft wrist restraint applied and there was no patient harm.